Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The insulin pump had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.